Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent embolized from the balloon. The lesion being treated was a moderately calcified, 80% stenotic lesion in a moderately tortuous mid left anterior descending artery (lad). The lesion was predilated with a 3.0 x 20 mm maverick balloon. After predilation, the physician attempted to reach the lesion with a taxus express2 3.0 x 16mm drug eluting stent. However, the taxus stent embolized from the balloon while inside the guide catheter and into the lad. The taxus stent was removed successfully using a a snare technique without any complications. No injury or pt complication was reported. The procedure was successfully completed with another taxus express2 - 3.0 x 20mm drug eluting stent. Pt status is reported as "satisfactory/good".